Manufacturer narrative:
The complaint that the needle did not fully retract was confirmed and the cause appeared to be manufacturing related. Representative 18g insyte autoguard bc devices from lot #5037131 were provided for investigation. A functional test showed that the catheter was able to loosen from the needle and no tip adhesion appeared to contribute to the reported issue. Each safety mechanism was activated, which allowed each needle to retract; however, the flash notch of one needle became caught on the blood control valve. After manipulating the IV catheter, the needle ended up fully retracting within the safety shield. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Injuries or adverse event: no needle will not retract.